Event description:
A (B)(6) delivered with need for mechanical ventilation. While rt was suctioning pt, he noticed that the suction catheter created a leak. Suction bottom remained in depressed position. Suction catheter changed. No pt harm. Diagnosis or reason for use: prematurity of birth.